Event description:
It was reported that prior to starting a da vinci surgical procedure that frayed cables were observed on the pk dissecting forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. Failure analysis investigation also found the following: the instrument's bipolar yaw pulley exhibited thermal damage. The yaw pulley exhibited charring near the grip base. Charring is a sign of an arcing event. Failure analysis concluded that the charring was due to a breach in the insulation, carbonized tissue creating a conductive path, or high generator settings. The instrument passed electrical continuity testing. The instrument's main tube had scratch marks and abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and damage to the main tube if to recur could cause or contribute to an adverse event.